Event description:
Additional information received reported that the cause of the event was possibly going through an airport security device and was attributed to the device. There were no abnormal impedances. It was unknown what the issue was with respect to the device. There was no surgical intervention. On (B)(6) 201, there was reprogramming wherein the rate was decreased in two programs, 1 and 4. The patient symptoms were noted as uncomfortable pulsing in the buttock and rectal area. The patient did not require hospitalization and the patient outcome was noted as no injury. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported overstimulation sensation. Patient started feeling overstimulation sensation five days after going through airport security, but started noticing on (B)(6) 2012. Stimulation was overly intense. Patient was still feeling "like" stimulation when implantable neurostimulator (ins) was off. Stimulation was in the left butt cheek and did not change from before. Even when patient turned down the stimulation, it felt at the same intensity. Patient was still receiving therapeutic relief. No trauma or fall had occurred. Only more walking than usual was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v062914, implanted: 2007 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).